Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for technical support to review, therefore the allegation could not be confirmed. There was no adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.